Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2007.

Event description:
It was reported that the right ventricular (rv) lead was oversensing. It was also reported that the right atrial (ra) lead was oversensing with noise observed on episodes. Both leads were capped and replaced. It was further reported that the implantable pulse generator (ipg) had inappropriate mode switching. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.